Manufacturer narrative:
Siemens reviewed the data from the customer's system. The po2 millivolt data for the calibration reagent was reviewed as well as the automatic quality control (aqc) material. A plot of the po2 sensor's slope on the day that the samples were run had typical slope values. Aqc recovery was within value assignment limits. Response curves did not reveal any anomalies. The customer did not provide a repeat sample to show what the discrepancy was for the capillary samples ran on (B)(6) 2019 at 9:51 am and 9:54 am. The complaint states that both samples were low. The oxyhemoglobin results also indicate that the samples had low levels of po2. From the literature, when a patient is placed on oxygen therapy at least 20 minutes to 2 hours should pass before a second sample is taken. The second sample in this case was run only 3 minutes after the 1st sample which is not enough time for the o2 therapy to take affect and bring up the patient's oxygen level.

Manufacturer narrative:
Siemens has requested the data files to be provided for investigation. The customer stated there were no error messages received. The cause of this event is unknown.

Event description:
The customer reported low po2 results on the rp 500 when expecting the results to be in the normal range (70 - 100 mmhg). There was no report of harm due to this event.